Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the undetected upstream occlusion, which was reproduced during evaluation. Evaluation found the there was no grease on the cam lobes, which causes the cam and the followers to wear on each other over time. This wear can become significant enough to the point where the valve no longer closes the tube properly. Preventing the device from building enough negative upstream pressure will cause an undetected upstream occlusion. (B)(4).

Event description:
During baxter's device investigation, it was reported that a spectrum pump failed to detect an upstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). The initial manufacturer report did not state that there was any parts replaced. The motor assembly, cam shaft assembly, follower and bearings require replacement.